Event description:
Patient status post l4 - s1 click-x fusion construct implantation approximately (B)(6) 2003 returned to surgeon experiencing pain. Surgeon removed all hardware on (B)(6) 2011 and revised the patient to fusion with another product. This is five of fourteen reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
No visible damages, except some traces of use. A visual inspection was performed and no deviations were detected. A function test was performed and the devices could be assembled as required. Reportedly, the implant was in situ for more than 8 years. The complaint device was visually inspected and the construct was reassembled. All heads were remobilized and the detached heads were reattached to bone screws. Tightening was performed to "2-finger force" with different (non-complaint item) drivers. One of the detached heads would not accept a rod suggesting it was pinched during the removal process. The remaining implants appear to assemble as intended and the construct appears to be firm. The cap that wouldn't fit on the pinched head was successfully assembled to a different (non-complaint item) screw. The manufacturing records were reviewed and no complaint related issues were found. The design and risk analysis of the device was reviewed and determined to be sufficient. Date of manufacture was determined from lot number obtained from device received.

Event description:
Patient revised at l4-s1.

Manufacturer narrative:
Corrected data: contact name changed to (B)(4), chu manager. Previously reported in error, corrected in this report.

Event description:
This is report 6 of 21 for complaint# (B)(4).